Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova service representative has been dispatched to the facility to investigate and was not able to reproduce the reported condition. As a precaution the processor board and the cable for the speaker were replaced. Livanova (B)(4) has requested the exchanged parts, however, despite several attempts the components were not made available. The hospital provided the read-out and it has been investigated at the manufacturing site, whereas it could not be analysed, since it was an incomplete extraction from the device. Livanova deutschland has requested to the hospital for a complete read-out, however, it has not been provided yet. Since the reported failure could not be reproduced and the relevant data and samples were missing, no root cause could be determined. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A service history review did not identify any previous service activities related to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump has stopped during procedure and that a short-term internal malfunction message has been displayed. There was no report of patient injury.